Event description:
No repair form, eval. Order: 96756 replaced diaphgram functions to spec. 1216677-2021-00169 leep system 1000 esu gen 52969 e-complaint-2021-08-0000006.

Manufacturer narrative:
Nvestigation x-inpect returned samples *analysis and findings complaint 2021-08-0000006 distribution history: this complaint unit was manufactured at csi on 05/16/2003 under wo #23420 and shipped on 5/28/2003. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2012 for a damaged diaphragm. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair log 96756. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. This unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. *correction and/or corrective action the unit was evaluated, updated with a new diaphragm and returned to the customer. Pertaining to the diaphragm: sustaining engineering has successfully tested a replacement material made of silicone for use in assembly and repairs going forward. The IFU was also updated to add a safety check via ecn-20444, p/n 35387b. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Correction activity in 2016. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends. Ref: (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
No repair form, eval. Order: 96756. Replaced diaphram functions to spec. 1216677-2021-00169 leep system 1000 esu gen 52969. E-complaint-(B)(4).